Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found detached and missing from the pushwire. The axium prime pushwire was received in two separate pushwire segments. The proximal pushwire segment was found with several bends from the proximal end. The tack weld replacement (twr) crimps were found intact. The distal tip of the pushwire segment appeared jagged and without the release wire extending out. The distal pushwire segment was found with a bend from the proximal end. A broken release wire was found extending out from the proximal end of the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil and the portion of the pushwire containing the break indicator were not returned; therefore, any contributing factors from these could not be assessed. Breaks in the pushwire were present which are not consistent with this method of detachment. It is possible that the customer did not break the pushwire in the correct location that leading to the difficulty with detachment via hypotube. It is possible that the release wire pulled back subsequent to the manual detachment attempt and the implant coil detached and became lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿the axium prime detachable coil consists of a platinum embolization coil attached to a composite implant delivery pusher with a radiopaque positioning marker and a hand-held i.d. (Instant detacher) which when activated detaches the coil from the delivery pusher tip." Warnings: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small right anterior communicating artery aneurysm, this coil would not detach using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician did not use an instant detacher, but instead directly tried to detach the coil 3 to 4 times with using manual detachment method. The coil was removed from the patient and non-medtronic coils were used to complete the procedure successfully. No patient injury was reported.